Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of customer¿s device and verified the reported issue. The customer will be sent a replacement device under warranty. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device charged and delivered defibrillation energy successfully. After the delivery of energy the screen remained blacked out and their device appeared to be locked up, when this occurred the leds on the device were illuminated. The customer attempted to power off the device using the on/off button; however the device did not initially respond. After a third attempt to power off the device, the device shut down. The customer advised that this issue occurred more than once during training. The customer also indicated that the batteries were fully charged during the event. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer contacted physio-control to report that their device charged and delivered defibrillation energy successfully. After the delivery of energy the screen remained blacked out and their device appeared to be locked up, when this occurred the leds on the device were illuminated. The customer attempted to power off the device using the on/off button; however the device did not initially respond. After a third attempt to power off the device, the device shut down. The customer advised that this issue occurred more than once during training. The customer also indicated that the batteries were fully charged during the event. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio further evaluated the customer¿s device and was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and concluded that the data was consistent with the reported issue. The cause of the reported issue could not be conclusively determined. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device charged and delivered defibrillation energy successfully. After the delivery of energy the screen remained blacked out and their device appeared to be locked up, when this occurred the leds on the device were illuminated. The customer attempted to power off the device using the on/off button; however the device did not initially respond. After a third attempt to power off the device, the device shut down. The customer advised that this issue occurred more than once during training. The customer also indicated that the batteries were fully charged during the event. There was no patient use associated with the reported failure.